Event description:
Complaint that the brakes would not hold. No injury alleged.

Manufacturer narrative:
Technician found that the brakes would not hold. Replaced the broken brake to resolve this issue. Bed found in bed shop.